Event description:
On 06/24/2009, a company representative reported that the patient died in 2009, and she was found to have ketoacidosis. She stated that the patient had been wine testing "a couple of days before" with her daughter and her blood glucose was "really high the day before" she died. The patient was "found with her pump alarming" and it is not known what alarm was displayed. Further attempts to follow up with the patient's family were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
Method/results code: no product will be returned for evaluation.